Event description:
Indication: common variable immunodeficiency, unspecified. Pt advised pump (serial number and expiration date not provided.) Stop working and is damaged - crack on freedom pump. Pt said while trying to load the syringe to freedom pump last night, the syringe popped out of the pump twice and then he noticed a small hair line crack on the freedom pump. Pt was able to finish infusion manually. Confirmed with pt he had connected both the needle set and tubing correctly like he always did with the disc side going into the pump. No adverse event(s) reported due to product issue. Pt sent a box for return of device associated with event. Device will be available once returned by pt. Reported to (B)(6) by: patient/caregiver.